Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that he experienced a hyperglycemic event on (B)(6) 2015, resulting in medical intervention. The patient reported noticing continuous glucose monitor (cgm) rising to 400mg/dl at the time of the event. Patient reported blood glucose (bg) continued to rise. Patient performed a finger stick blood glucose test and confirmed elevated bg values. Patient reported that his wife had to take him to the emergency room (ER) because bg values would not go down. Interventions performed to lower bg values are unknown. Patient was admitted for observation measures and dehydration. Patient reported having blood work drawn and a sonogram of the liver. Test results were reported to be normal. Additionally, patient reported being administered intravenous (IV) water and insulin. Patient reported length of hospital stay was 48 hours. At the time of contact, patient reported that he feels great. No additional event or patient information is available. There was no alleged device malfunction. The complaint states that the patient experienced hyperglycemia on (B)(6) 2015, resulting in medical intervention. It should be noted that diabetes mellitus is a known cause of hyperglycemia.

Manufacturer narrative:
(B)(4).